Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level and low blood glucose level. Blood glucose level at the time of the incident was 26 mmol/l and other blood glucose level was 3 mmol/l. Customer was also hospitalized for fever, vomiting and diarrhea also diagnosed with gastrointestinal cold and was given treatment plan. Customer had gone home and the bg had not decreased significantly after returning home, so they replaced a new reservoir and pipeline and supplemented 4.5u, their bg is gradually adjusting. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.